Manufacturer narrative:
Internal complaint reference: (B)(4). Pandolfi, m., galli, f., borelli, a., gurgitano, m., liguori, a., & carrafiello, g. (2021). Percutaneous cervical coblation as therapeutic technique in the treatment of algo-dysfunctional pain of discal herniation. La radiologia medica, 126(6), 860-868.

Event description:
It was reported that on the literature review "percutaneous cervical coblation as therapeutic technique in the treatment of algo-dysfunctional pain of discal herniation"; 2 patients were required to return to the operative room for an unknown reason after a percutaneous cervical coblation using a spine wand. The patients' outcomes are unknown. No further information is available.

Manufacturer narrative:
Health effect - impact code updated. H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. Our clinical investigation concluded: without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Insufficient product identification information was provided and thus manufacturing record, complaint history, device labeling, and risk management reviews could not be performed. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.